Event description:
Boston scientific received information that this atrial lead was exhibiting noise and bipolar impedance measurements greater than 2500 ohms. The out of range impedance measurements triggered the lead safety switch (lss) on the associated pacemaker. Unipolar impedance measurements were 500 ohms and the lead was programmed to unipolar configuration. Additionally, no sensing measurements were observed from this lead with the pacing system analyzer (psa). A revision procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.